Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 07/26/2007 and 07/27/2007 by phone, mail and fax. A completed questionnaire has not been returned.

Event description:
A consumer reports blurry vision in the right eye following intraocular lens (iol) implant surgery. Add'l info, including pt status, has been requested.